Event description:
Philips received a complaint about the v60 ventilator indicating that the device automatically shut down or unexpectedly turned off without any error message. It is unknown if the device was in use at the time of the reported problem. There was no patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received, the device's diagnostic report (drpt) was not provided. The asp was able to clarify the device shutdown issue was caused by the backup battery becoming depleted. The asp stated that once the device was plugged into alternating current (ac) power, the device operated normally. No further service or repair of the device was needed or completed. No parts were replaced. Following the reconnection to ac power, the device was returned to use. The gfe response from the asp confirmed that the device was outside of use when the issue was observed. No patient or user harm reported. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.